Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, broken belt clip slot and cracked case near the display window corners. All the buttons did function properly. However, corroded keypad traces noted. No ramping numbers noted on the display during testing.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer stated that the numbers on the insulin pump were scrolling without input from the customer. Customer also stated that the insulin pump was exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 113 mg/dl. No further information reported.